Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer stated that she was receiving a no delivery alarm. Customer's blood glucose level had gone up to 600 mg/dl about 3 years ago. Customer stated that this morning her blood glucose level was close to 300 mg/dl. Customer stated that her current blood glucose level was 175 mg/dl. Customer has not had a no delivery alarm since 5 am and has changed her infusion set. Customer stated that she was receiving alarms during basal rate changes. Customer has already thrown away the set and reservoir. Customer stated that the cannula was not bent. No further assistance needed.